Event description:
Information was received indicating that during use of this smiths medical cadd solis pump, the customer reported that pump error occurred, but the pump appeared to be infusing; however, the pump did not delivered medication. No adverse effects reported.